Event description:
It was reported from (B)(6) that a product was missing a bar code label. No additional information was provided. Patient involvement or outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the batch record for lot was performed. The review found that label 1255534a1 was required for the packaging lot reported (0d00327). Investigation of the label authorization on file in was consistent with the label as represented without the barcode. A check of the business system indicated that the a1 version (w/o barcode) was an approved label and was listed on the bill of material for this product from (B)(4) 2010. Further investigation indicates that the a1 version of the label was modified under (B)(4), creating the a2 version of this label. The a2 version of this label has added the pzn barcode to the blank field under the ref number. The a2 version was made effective on the bill of material for this product on (B)(6) 2010 and is currently the label requirement for this icc code. Conclusion: lot 0d00327 was labeled according to the labeling requirements in place at the time the product was packaged. The label a1 version used at that time was approved for use and did not require a barcode. Subsequent revision of the label to the a2 version made effective on 08/17/2010 added the pzn barcode.